Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in sacroiliac and thoracolumbar procedure. It was reported that the camera was not connecting. The manufacturer representative (rep) received and error message saying that the camera was not connected. Technical service walked the rep through the toolbox  to troubleshoot and check the components. The internal strobe error was on and it was resolved. After logging back into the system, the issue had resolved itself. Technical services recommended that the polaris spectra system control unit (scu) be replaced. There was no delay to the case. No impact on patient outcome. Additional information was received. It was reported that the issue was found while setting up equipment and the surgeon was not present when the reported issue was discovered. The reported issue was resolved prior to the procedure and there was no subsequent delay.